Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion, it was reported that air got into the sheath valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.